Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice return instrument test / evaluation (rite) rite functional test and failed the rite electrical test due to ground bond resistance out of limits. The assignable cause for additional issue of ground bond resistance out of range was determined to be loose screw on the door post. Baxter will continue to monitor similar reports to determine if further actions are required.